Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced a cold and pulseless foot. An angiogram confirmed an occlusion. Treatment consisted of thrombolytic therapy and a percutaneous thrombectomy. The treatment was successful and no further complications were reported.